Event description:
Reporter stated that, while changing the insulin cartridge in the patient's device, he discovered that insulin had leaked into the device's cartridge chamber. There was no apparent damage to the cartridge. Patient's blood glucose was not affected and no treatment was received.